Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that pump turned off and an unspecified malfunction alarm occurred after the customer jumped into the pool and pump got wet. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 85 mg/dl.